Event description:
The presidio 18 coil got stuck in microcatheter and got jammed up during the introduction of coil. Limited resistance was felt during this process until coil could not be pushed into micro-catheter lumen any further. The microcatheter which was a sl-10 needed to be removed from the aneurysm and a new microcatheter was inserted which again was an sl-10 and the remaining coils were deployed into aneurysm in order to complete treatment using presidio 18 coils. The presidio 18 coil that got stuck was the 8th presidio 18 coil used; so the 7 previous coils did not have any problems going through the sl-10. The doctor is aware that sl-10 microcatheters are not recommended for use this size of coil, but does have a long history of successfully deploying size 18 micrus coils through sl-10 microcatheters. No patient injury occurred.

Manufacturer narrative:
The sl-10 microcatheter was returned with the 18 series coil stuck inside. The unit was returned cleaned which may have removed evidence. Located adjacent, but distal to the strain relief, the microcatheter's tube has been severely bent by the core wire of the microcoil system. The proximal section of the coil was stretched approximately 84.0 cm. Part of the coil unraveled out of the soldered section. The distal section of the coil was not damaged. The microcatheter was found to be completely blocked during flushing. A 0.014" guide wire pushed out the blockage. After the blockage was removed, the guide wire could now be advanced with no resistance. Using the returned sl-10 microcatheter, a new test coil was introduced multiple times with no resistance. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil was returned severely damaged. Two contributing factors may have caused the limited resistance and finally the coil becoming stuck inside the microcatheter. The first contributing factor suggests that interference of a detached nature inside the microcatheter may have produced interference during the coils advancement. A complete blockage was found at the distal tip of the coil inside the microcatheter. After removal of the blockage, a guide wire and a test coil had no problem advancing through the microcatheter. The second contributing factor may have been the use of an 18 series microcoil system that was used with a 10 series microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 inches (0.356 to 0.533 mm). The inner lumen of the sl-10 microcatheter is 0.0165". The sl-10 microcatheter passed inspection and functionality testing. Therefore, it is highly unlikely that this sl-10 microcatheter contributed to the complaint event. Evidence of interference of a detached nature was found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "continuous saline flush set-up: to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set-up with pressure bag for the catheter systems. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Connect a three-way stopcock to the rhv sidearm, and attach a line to the stopcock for the continuous infusion of solution. Carefully select an appropriately sized infusion microcatheter based on the size of the selected micrus microcoil system. Note: a catheter with a 0.017 inner lumen will accept all sizes of the micrus microcoils. Insert the infusion microcatheter into the rhv connected to the guiding catheter hub. Attach a second rhv to the hub of the infusion microcatheter. Connect a one-way valve stopcock to the rhv's sidearm, and attach a flush line. Adjust the hydrostatic pressure to 300 mm of hg and maintain an open flush throughout the procedure. Check to ensure that all fittings are secure and that no air is being introduced into the system during active flushing." Although the root cause of the failure could not be conclusively determined two possible contributing factors have been identified. A complete blockage was found at the distal tip of the coil inside the microcatheter suggesting this may have caused interference with the coil's advancement. The second contributing factor may have been the use of an 18 series microcoil system that was used with a 10 series microcatheter. The sizes of the two products are not compatible. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions are taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.